Event description:
It was reported that this was an arteriotomy closure of a superficial femoral artery using a starclose se device after an antegrade lower limb angioplasty interventional procedure using a 5f sheath. Reportedly, the starclose device became stuck in the vessel after clip deployment (step 4). The bail out methods (access ports and safety release) were used, and the device was able to be removed. The clip of the starclose was noted to be in the fat above the arteriotomy via ultrasound. Hemostasis achieved with supplementary manual compression. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 1494 - incorrect anatomy.